Manufacturer narrative:
The site declined to provide patient information, referencing (B)(4) privacy laws. Medtronic representative, following-up at the site, reports the system has not been made available for a system check-out. Files/logs are not expected to be returned to manufacturer for software evaluation. Unable to confirm complaint.

Event description:
A medtronic representative reported that, while in a spine procedure, using the o-arm with the stealthstation s7, the surgeon alleged a 3-4mm inaccuracy. The surgeon completed the procedure with the use of navigation. There was no impact on patient outcome. It was later reported that there was one spin that was accurate and another that showed the 3-4mm inaccuracy.